Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the device was used by surgeon, when it suddenly stopped working. It did not have seal formation and blood oozed less that 250cc were also noted. Activation tone was heard, regrasp alarm was not heard and end tone reached during seal cycle. Another device was to complete the case. There was no patient injury.